Event description:
Caller states the lancet does not retract into the softclix lancet device after firing. No adverse event reported. Requested return of suspect device and replacement was sent. No information reported to indicate where issue was discovered.